Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced bradycardia due to a fractured lead. The fracture was confirmed via fluoroscopy. It was also reported that the lead exhibited high pacing impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.